Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, flow limiting dissection was identified which required use of additional pta balloon, drug coated pta balloon, and placement of bare metal stent. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, but medical records were provided. Based on the medical records, dissection following the use of an ultrascore pta balloon can be confirmed, but was noted to likely be due to the wire passing subintimally through the proximal cap. Therefore the investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, flow limiting dissection was identified which required use of additional pta balloon, drug coated pta balloon, and placement of bare metal stent. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned, but medical records were provided. Based on the medical records, dissection following the use of an ultrascore pta balloon can be confirmed, but was noted to likely be due to the wire passing subliminally through the proximal cap. Therefore the investigation is inconclusive, as no objective evidence has been provided to confirm an alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, flow limiting dissection was identified which required use of additional pta balloon, drug coated pta balloon, and placement of bare metal stent. The current status of the patient is unknown. New information: it was reported through the results of a clinical trial that following an angioplasty procedure in the proximal 1/3 of the right superficial femoral artery with a focused force percutaneous transluminal angioplasty (pta) balloon dilatation catheter, during 12-month follow-up, stenosis was identified. The current status of the patient is unknown.